Event description:
The surgeon was performing an arthroscopic repair of the left knee utilizing an osteochondral flap repair single shot instrument / chondral dart. While placing the two different darts for the repair, the top of the darts broke off. The anchoring part of the device was left in the knee, in the original placement. The top portion of the broken darts were retrieved and removed. A representative from arthrex was present at the time of the procedure, and he called for assistance after physician had problems with the darts. The person on the phone told him perhaps the bone was too hard or the angle of approach was too severe.